Event description:
During baxter's evaluation a device alarmed for a system error 105. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). During baxter's evaluation of the device it was found that a system error 105 was present. Further evaluation determined severed motor mount screw heads jammed into the gears was the cause of the system error 105. The motor assembly was replaced.